Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2009 and was not subject to UDI requirements, and removed UDI info in d4. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during verifications the ventilator shows the errors on the display, mainly xdcr fault, low pip, low ve, high rate ect. No patient involvement reported.